Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with vaginal extraperitoneal colpopexy, anterior/posterior colporrhaphy, repair of pelvic floor defect and diagnostic cystoscopy due to cystocele, vaginal vault prolapse and weakened pubocervical fascia/rectal vaginal fascia. The patient underwent vaginal exploration with release and removal of proximal right mesh arm, diagnostic cystoscopy and a periurethral injection with macroplastique on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04920. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure to treat stress urinary incontinence and a mesh was implanted. It was reported that due to pain, infections and recurrence of incontinence patient had mesh removal on (B)(6) 2011. (B)(4).